Manufacturer narrative:
Patient bacteremia was identified as viridans streptococci, a diverse group of streptococcal species, the oral mucosa is the most common portal of entry. Hvad pump (B)(4) was not returned to heartware for evaluation. This complaint is associated with a clinical adverse event. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Sterility review: a review of the device's sterility report confirmed that the product was certified as sterile & non-pyrogenic. Upon completion of the review, it was concluded that the unit met the internal requirements prior to its quality assurance release process. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Clinical status, comorbidities, and pharmacological factors are possible contributing factors. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
The patient was hospitalized due to treatment of bacteremia with IV antibiotics. Additional information reported that this is possibly procedure related; the source of infection was not identified. The patient was discharged home on unknown date and was stated to be doing well.

Manufacturer narrative:
The device remains implanted and therefore is not available for analysis. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Infection is a known potential adverse events associated with the implantation of all lvads as outlined in the instructions for use (IFU). The IFU addresses guidelines for optimal patient management including pre and post-operative infection control measures and driveline care. The company is seeking this information through the event investigation. Any additional information received will be submitted in a supplemental report when the manufacturer's investigation has been completed. Device remains implanted.